Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they woke up and the insulin pump had a blank display. They changed the battery but there was no result. No keypress would bring a response. The customer¿s blood glucose at the time of the incident was 21.7 mmol/l. They treated with manual injections. Troubleshooting was performed. The battery compartment was damaged. The display did not return after an insulin pump restart. The customer stated that the device had been dropped or bumped recently. The insulin pump will not be returned for analysis.